Event description:
The pt underwent a video assisted right lower lobectomy as part of "calgb trial". At the time that the specimen was removed, the surgeon found the tip of the nasogastric tube in the right lower bronchus. The bronchus was reopened at that time and the nasogastric tube was removed and the bronchus was sutured closed by hand. The pt had no air leak at the end of that procedure, however the next morning the pt developed a continuous air leak from chest tube and it was presumed that bronchial closure had broken down. The pt was therefore returned to the or for closure of bronchopleural fistula with buttrese pericardium tissue.